Event description:
Reportedly, the physician was surprised about the displayed residual longevity estimation (140 months) of the subject pacemaker (implanted on (B)(6) 2006). The physician would like to know if this estimation is correct. The device is working properly and remains implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.